Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic pulmonary valve, the device was inspected prior to use and no pre-implant balloon aortic valvuloplasty (bav) was performed. The valve was inadvertently fully deployed in an unintended position. This caused the posterior aspect of the frame to bend in an unacceptable shape. The patient's anatomy contributed to the frame anomaly. The valve was explanted and a new valve and delivery catheter system (dcs) were used. No procedural delay occurred. No additional adverse patient effects were reported.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name harmony delivery catheter system; product ID harmony-dcs (lot: 0012013150); product type: 0195-heart valves medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.